Manufacturer narrative:
(B)(4). A field service engineer (fse) was dispatched to customer site. The fse discovered the wrong oil had been put into the vacuum pump by the asp trained biomeds. The vacuum pump oil, oil mist filter and oil drain bottles were replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on 03/22/2016.

Event description:
A customer reported an event of a "smoke" (haze/mist) emitting from the sterrad® 100nx sterilizer. There was no load involved in this issue. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and the system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea (failure mode and effects analysis) revealed the risk priority number for this failure mode is greater than the acceptable limit and was addressed through CAPA. The sra indicates the risk associated with exposure to toxic or corrosive material is considered "low." No parts were returned for evaluation as the parts were saturated with oil. The likely cause of the issue was due to the vacuum pump oil and oil mist filter. The issue was resolved at the customer site. The issue will continue to be tracked and trended.